Manufacturer narrative:
H.6 investigation summary : no samples (including photos) were returned as of 5 march 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform complaint lot history check for needle hub separates due to unknown lot number. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra-fine¿ insulin syringe hub detached before use. The following information was provided by the initial reporter: when removed the shield, the hub was detached too.

Event description:
It was reported that bd ultra-fine¿ insulin syringe hub detached before use. The following information was provided by the initial reporter: when removed the shield, the hub was detached too.

Manufacturer narrative:
H.6. Investigation: customer returned photos of a 3/10cc syringe. Customer states that the hub detached when the shield was removed. The attached photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. Unable to perform DHR check for needle hub separates due to unknown lot number. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd ultra-fine¿ insulin syringe hub detached before use. The following information was provided by the initial reporter: when removed the shield, the hub was detached too.